Event description:
The customer contacted stryker to report that their device shut down during shock delivery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker determined the therapy pcb needs to be replaced to resolve the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shut down during shock delivery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the repair of their device, but no response has been received from the customer. The cause of the reported issue is a faulty therapy pcb.